Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 300 mg/dl and 32 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer performed a control solution test and the meter was found to be within specifications. This report was originally sent as 2954323-2006-00794, listed as 2954323-2005-00794 on the fax cover sheet. This is incorrect, as the event occurred in 2006, it is not a 2005 report. It is being resent on (B)(4) 2006 as 2954323-2005-00002, and a different report that is an event that occurred in 2005 will be sent over as report #2954323-2005-00794.